Event description:
A steris account manager reported that she injured her finger on a sonic basket while setting up a reliance ultrasonic cleaning system prior to the unit being placed into service. A wire was sticking out underneath the basket and she cut her finger when she picked it up. She self-treated with superglue and applied a band-aid. No further treatment was sought or administered and is fine with no sustaining injuries.

Manufacturer narrative:
A steris service specialist filed down the wire and returned the basket to service. Steris has communicated the event to the product manufacturer. Steris reviewed on-hand inventory and confirmed there were no sharp edges on the baskets.steris has determined this is an isolated event.